Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the bed moves was applied incorrectly using couch move assistant (cma).

Manufacturer narrative:
Section h6 updated. Section h11 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The logs confirm that the couch was moving in the correct direction, and that the patient was correctly positioned before the cbct was taken. The cbct is part of the standard workflow to ascertain whether any additional movement of the patient might be needed to get the patient in position for treatment. The couch was adjusted to get the patient into treatment position, this was done without using couch move assist, and therefore it was not logged in mosaiq. The logs do show where the patient was positioned for treatment. As there was a cbct taken and the couch moved by the user, there was no mistreatment. In addition, if the couch had been moved outside of the tolerances configured in mosaiq or the machine, warnings are displayed to the user. There were no warnings in the logs. Mosaiq did not have a malfunction and was working as designed and intended. There was no evidence of a patient mistreatment.